Event description:
Complainant alleged, the device would not power up. Complainant did not indicate that there was patient involvement in the reported malfunction.

Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.